Event description:
It was reported that during an implant procedure, low pacing impedance was noted on the right ventricular (rv) lead. The rv lead was replaced. There were no adverse health consequences to the patient.

Manufacturer narrative:
The reported event of low pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination did not find any anomalies except for the damages found consistent with procedural damage. An x-ray examination found the inner coil in the connector region was over torqued, consistent with procedural damage. Visual inspection of the lead did not find any anomalies.